Manufacturer narrative:
The customer was provided the information to return the device to bench repair, however, as of (B)(6) 2026, there is no evidence that the device has been returned. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined. If additional information is later obtained, the complaint will be reassessed and updated accordingly. The product malfunction was unable to be confirmed because the customer did not return the device. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a mx40 2.4 ghz smart hopping indicating that there was a speaker error displayed with no sound produced. The device was not in use on patient at time of event, there was no adverse event reported.